Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "having a big problem getting oxygen" when exercising. The implantable pulse generator (ipg) was re-programmed and remains in use. No further patient complications have been reported as a result of this event.